Event description:
During stent implantation of the right vertebral artery the palmaz stent failed to cross the lesion and the physician attempted to withdraw the stent delivery system (sds) at that time the stent was dislodged from the sds. The target lesion was described as heavily calcified with moderate vessel tortuosity and there was 99% stenosis. The pt was male, age and weight unknown. The palmaz stent was re-mounted on the power flex p3 and delivered, but could not cross the lesion. Info indicated that the delivery system was changed from palmaz to p3. The original palmaz stent was once separated from the (sds) stent delivery system, and then it was mounted on the power flex p3 balloon catheter because the palmaz's shaft was not long enough to reach the target lesion. The physician tried to retrieve the balloon catheter, but the stent got caught on the tip of the guide catheter. Then the stent fell off near the aorta. An attempt was made to snare the stent for retrieval, but physician was unable to effectively trap the stent. The physician delivered a power flex p3 (cat/lot unknown) and deployed the fallen palmaz stent in the subclavian artery. The lesion in right vertebral artery was treated by (poba) plain old balloon angioplasty. There was no reported injury for the pt. The product will ot be returned for analysis.

Manufacturer narrative:
A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable (mqp) manufacturing quality plan. Review of the info does not suggest there were any manufacturing issues that contributed in the failure to cross or the stent dislodgement complaints. There were procedural, operator and vessel issues that may have contributed to the events. The stent was used in a manner not recommended by the IFU (instruction for use). The procedural situation, specifically remounting the stent on another balloon, predisposed the event.